Event description:
It was reported when the device was used during a right hemicolectomy, it fired malformed staples. The case was completed using sutures. Patient received a temporary colostomy. There were no other patient consequences.